Event description:
A peritoneal dialysis (pd) pt experienced drain issues during treatment. The pt remained asymptomatic: drain 0: 847; fill 1: 2502ml , drain 1: 4705ml; fill 2: 2496ml, drain 2: 2585ml; fill 3: 2496ml, drain 3: 2805ml; fill 4: 2496ml, drain 4: 3015ml; fill 5: 2496ml, drain 5: 2498ml. The reported drain volume of 4705 ml was 188% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the pt's investigation.